Event description:
It was reported to boston scientific corporation through a retrospective study review, that an ultraflex esophageal stent was used during a procedure for obstruction of stent placed to seal a fistula post bariatric surgery, performed on (B) (6) 2005. According to the complainant, an ultraflex stent was indicated for the management of a persistent leak, and was placed without any complications on (B) (6) 2005. The patient presented with evidence of stent occlusion 12 days later, on (B) (6) 2005, which was treated by dilation using endoscopic pneumatic dilation. This was followed by placement of an ultraflex stent inside the occluded stent on (B) (6) 2005. The placement was uneventful, with no adverse events reported. On (B) (6) 2006, 74 days post stent placement, the stent was reported to have occluded, and was treated by placement of another ultraflex stent inside the occluded stent. This placement was uneventful, with no adverse events reported. A polyflex stent was placed per treatment plan on (B) (6) 2006 inside the ultraflex placed on (B) (6), 2006. The stents were removed on (B) (6) 2006 without any complications. At the conclusion of the procedure, the patient¿s health status was reported as ¿good¿ with the fistula healed and resolved without sequelae. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Refer to manufacturer report # 3005099803-2010-01269 for the ultraflex stent placed on (B) (6) 2005.

Manufacturer narrative:
(B) (6). (B) (6). Upn unknown; device reported as: ultraflex esophageal stent: length (full, body) 15 cm; diameter (flange/body) 18/23 mm. Covered. (B) (4) medical intervention required (B) (4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation through a retrospective study review, that an ultraflex esophageal stent was used during a procedure for obstruction of stent placed to seal a fistula post bariatric surgery, performed on (B)(6) 2005. According to the complainant, an ultraflex stent was indicated for the management of a persistent leak, and was placed without any complications on (B)(6) 2005. The patient presented with evidence of stent occlusion 12 days later, on (B)(6) 2005, which was treated by dilation using endoscopic pneumatic dilation. This was followed by placement of an ultraflex stent inside the occluded stent on (B)(6) 2005. The placement was uneventful, with no adverse events reported. (B)(6) 2006, 74 days post stent placement, the stent was reported to have occluded, and was treated by placement of another ultraflex stent inside the occluded stent. This placement was uneventful, with no adverse events reported. A polyflex stent was placed per treatment plan on (B)(6) 2006 inside the ultraflex placed on (B)(6) 2006. The stents were removed on (B)(6) 2006 without any complications. At the conclusion of the procedure, the patient's health status was reported as "good" with the fistula healed and resolved without sequelae. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Refer to manufacturer report # 3005099803-2010-01269 for the ultraflex stent placed on (B)(6) 2005. Note: additional information has been received since the previous medwatch report was submitted. The ultraflex esophageal stent was partially covered. The stent was placed along the fistula caused by sleeve gastrectomy bariatric surgery. Occlusion of the stent was due to hyperplasia.

Manufacturer narrative:
The device was not returned, therefore, a product evaluation was not performed. A labeling review was performed and identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." However, the complainant indicated that the stent was used during a procedure to treat an obstruction of a stent placed, for the management of a persistent post bariatric surgery leak. In addition, the dfu / product label states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complainant states that the stent was removed as planned, approximately five months post procedure, on (B)(6) 2006. Tumor in-growth through stent, tumor overgrowth around ends of stent and food bolus impaction (lavage and debridement may be necessary on a periodic basis) are listed in the dfu as potential post stent placement complications.